Manufacturer narrative:
A field service engineer was dispatched on 120/2/2015. The fse found injection valve screws loose and tightened and replaced sample loop and large syringe teflon tip and filter. The fse ran patients samples and areas were within range. The fse calibrated and ran tosoh qc (quality control) and ran patient areas rts (retention times) all within range. No further action required by field service the g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was fault or failure of injection value screws loose. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On 10/13/2015 a customer reported all zeros and no poo peaks with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.